Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was hospitalized post a ventricular fibrillation (vf) episode, in which loss of consciousness was reported. The physician stated the syncopal event had been due to a low heart rate paralleled with electrolyte imbalance on account of failing renal function. No allegations or reports of improper device function and no reprogramming was performed during this time. While hospitalized, the patient received intravenous antibiotics due to a suspected infection. The infection source was not reported and later information indicated antibiotics were most likely preventive therapy. Approximately 20 days later the patient passed away from renal failure. The end of life case study form states no issues with device performance and no return of product is expected.